Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2317-50, serial number: (B)(4), batch/lot number: 20873236, model/catalog description: infinion cx lead kit, 50cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to high impedance. The patient underwent a lead replacement procedure.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to high impedance. The patient underwent a lead replacement procedure.

Manufacturer narrative:
Sc-2317-50 sn: (B)(4). Device evaluation indicated that high impedances has been confirmed. Visual inspection showed that the lead was frayed approximately 8 cm from the proximal end. High resistance readings were registered at contacts # 1 and 8. X-ray inspection of the lead revealed that two of the cables were completely broken at the frayed location of the lead body. The damage to the lead insulation and cables appear to be caused by the use of a surgical tool. There are traces of blood in the damaged section of the lead and on the proximal end suggesting that the damage occurred prior the explant procedure